Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up remotely on (B)(6) 2021. Review of the transmissions revealed that the pacemaker did not trigger elective replacement indicator (eri) appropriately despite having low battery voltage. It was also noted that the voltage readings were below eri since (B)(6) 2020 the physician explanted and replaced the pacemaker on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed, but device not triggering eri at 2.60 v was confirmed. The device was received with battery voltage at end of service which was reached post-explant. Review of the device image indicates the software trim value for eri alert was set at 2.49 v consistent with observation on the field. Electrical test performed under nominal and field setting found no data measurement anomaly. Total projected longevity based on field settings is 8.06 years; the device was implanted for 9.95 years which exceeded the projected longevity and it is considered normal battery depletion.